Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for approximately 6 patient samples tested for multiple assays on the cobas e 411 immunoassay analyzer (e411). Of the mentioned assays, two samples had erroneous results for the elecsys testosterone ii assay (testo). The erroneous results were not reported outside of the laboratory. The customer did not know which results were correct. The first sample initially resulted as 365.9 ng/dl. The sample was repeated twice, resulting as 473.4 ng/dl and 558.2 ng/dl. The second sample initially resulted as 711.5 ng/dl. The sample was repeated twice, resulting as 853.1 ng/dl and 1070 ng/dl. The patients were not adversely affected. The testo reagent lot number was 23299404, with an expiration date of 31-aug-2018. The customer confirmed that there was nothing visibly wrong with the analyzer. No other questionable results were observed. The affected samples were repeated on a different analyzer and results matched well. The field service engineer determined that the measuring cell was faulty. He replaced all tubing in sample and sipper pathways. He replaced a probe, branch block, and the measuring cell. He ran performance testing and results were within specifications. He performed precision studies and all results were within guidelines. The customer ran calibrations and quality controls; controls were within range.

Manufacturer narrative:
The issue was determined to be caused by the faulty measuring cell.